Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the battery failed to hold a charge. No other details regarding the nature of this event were provided. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a pt as a result of this event.